Event description:
During troubleshooting of a low drain volume alarm that appeared on the homechoice (hc) display during initial drain, the home patient (hp) revealed that they noticed air in patient line. The technical service representative (tsr) assisted the hp in ending therapy and advising to start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for the low drain volume alarm was confirmed due to the determined cause of air in patient line. A cause of the air was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.